Event description:
It was reported that the patient presented in clinic with symptoms of fatigue. Upon interrogation, post paced t-wave oversensing was observed. Programming changes were made resolving the issue. The patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.